Event description:
Air leaks occurred when applying negative pressure during prepping. There was no reported pt injury. Add'l info has been requested and will be submitted within 30 days upon receipt. This is product is also available for testing and evaluation but the engineering report has not been completed.